Event description:
It was reported that this system exhibited a sudden increase in pacing impedance measurements on the atrial channel which are currently 2100 ohms. Additionally, there are stored episodes due to noise which appear to have resulted from interaction from the minute ventilation (mv) feature. It was noted that the respiratory rate trend (rrt) had been programmed off. The patient will continue to be monitored. No adverse patient effects were reported.